Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. A review of the pump¿s black box and alarm history showed multiple consecutive call service 054/052 slave communication error alarms, which may cause the display to be blank for several seconds. The battery compartment was found to be undamaged. The battery cap was found to be undamaged and able to properly fasten to the pump for testing. The pump cover was removed and there was no evidence of damage or moisture to the internal components. The original complaint of a blank display screen issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. .1-black box and alarm history show multiple consecutive ¿cs054/cs052¿ slave communication error alarms. Battery compartment and cap are undamaged and able to fit securely..2-the pump powers up to a fully illuminated and clear display screen, unable to duplicate ¿blank screen¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the pcb: additional evaluation code: methods code (B)(4).